Event description:
It was reported by service report that the siderail would not latch. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Customer stated they have removed the stretcher out of service permanently and will not be putting it back into service.